Event description:
While inserting the nail, the gamma target device broke. Another target device was available to complete the procedure. This event did not cause an adverse consequence to the pt or surgical delay.